Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06532; related manufacturer reference number: 2017865-2020-06533; related manufacturer reference number: 2017865-2020-06534. It was reported that the patient had an infection. Blood cultures confirmed that the patient was (B)(6) for infection. The physician explanted the patient's entire system. The patient was stable throughout.